Event description:
The technician alleged the caster does not lock on one caster. When brakes were set, only three casters would lock. The fourth could roll freely.

Manufacturer narrative:
Technician found the hex rod was bent and the screw was broken off. He replaced both parts to resolve the issue.